Event description:
"Catheter had broken off, dye injected and went everywhere. Distal segment of catheter remained in pt. Pt was transferred to another institution for removal of distal segment by a vascular surgeon."